Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. If additional information is received, a supplemental report will be submitted. (B)(4)

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred and the patient expired. The target lesion was in the right coronary artery and was treated using the oad on low speed. A perforation occurred, and the status of the patient declined. A stent was placed, however the stent began to thrombose. It was reported that the patient was transferred to another hospital for recovery and expired approximately one week following the procedure. Additional information has been requested but has not been received.